Manufacturer narrative:
Reporting out of an abundance of caution since it can't be confirmed that this is a brasseler product.

Event description:
While using a 1.1 mm drill bit, the tip of the drill bit broke off. The surgical team tried to obtain the broken piece(s); however, they were unsuccessful and broken piece(s) remain in the patient's finger. No further information has been provided.